Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided. Customer contact name and phone number information was not provided.

Event description:
The customer in (B)(6) reported high ise (ion-selective electrode) patient results generated on the au480 clinical chemistry analyzer. There was no report of change to patient treatment in association with this event.